Manufacturer narrative:
A service report completed and dated (B)(6) 2018 by a dmte field service engineer indicated that the device was confirmed to have a sticking footswitch pedal. After the footswitch rubber caps were replaced, the device was found to be functioning within dornier specifications. The incident likely occurred due to the footswitch being exposed to a cleaning agent or some other fluid which caused a footswitch pedal to stick. As described in the genesis operator's manual, the footswitches can be protected from extreme levels of moisture and soiling with optional plastic cover.

Event description:
The hospital reported that the foot switch for the x-ray unit of the dornier genesis was blocked. After releasing the switch, it was still blocked and radiation was still emitting. The foot switch error was solved, and the procedure was completed on the patient.